Event description:
Customer reported that the sensor glucose readings are off by greater than 20 percent compared to the blood glucose readings. Customer stated that they also noticed air bubbles in the reservoir and tubing. Customer stated that they prefill the reservoirs and keep them in the fridge. Customer declined to speak to the helpline. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.